Event description:
A customer reported that their pump had a cracked and shattered touchscreen, which became unresponsive and illegible. The incident occurred when the pump accidentally fell and was crushed in a car door as the customer was getting out. There was no adverse impact to the customer's blood glucose level. Customer service advised the customer on the actions needed, including placing the pump into storage mode, returning the pump using a pre-paid label provided, and programming settings into a replacement pump. The replacement pump, equipped with updated software, was sent to the customer, and they were informed they would need to connect their cgm to the new device. Customer reverted to an alternative method of insulin therapy.